Event description:
The physician reported the intraocular lens was removed and replaced without complication, due to an unexpected postop refraction.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 26.0. The results reasonably suggest this issue is not manufacturing related.